Event description:
It was reported that the lens vaulted (z-syndrome) in the patient's left eye approximately two weeks post iol implant. The patient reportedly noticed decreased vision and will return to the clinic for testing and possible yag. Additional information has been requested, but has not been received.

Manufacturer narrative:
The lens remains implanted in the patient's eye; therefore, it is not available for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.